Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately tortuous part of the proximal lad. Patient had a lesion with severe calcification (90 percent stenosis degree). The lesion was pre-dilated. However, when the stent was advanced to the lesion site, it failed to cross. A device of another brand was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.